Event description:
The complainant reported that during a procedure, the suspect catheter leaked between the luer connector and the hub. No harm or injury to the patent was reported.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation; the complaint could not be confirmed. The customer did not know the specific lot number; however, they narrowed it down to one of two lots. The device history record was reviewed for these two lots with no related exceptions noted. In addition, a search of the complaint record found no complaints in the previous 4 years for any product with the same hub type. These types of complaints will be monitored for any increasing trends. Evaluation, method: device history record was reviewed, complaint history reviewed. Results: catheter. Conclusions: no conclusion can be drawn.